Event description:
It was reported that the device exhibited an air-in-line alarm. Per reporter, the patient was instructed to clamp the intravenous (IV) tubing and check the locked silver bar then was advised to tap the side of the pump on their palm five times and restart it. Despite these steps, the air-in-line alarm persisted, so the process was repeated. When the alarm continued, the pump was powered off, and the sfi was followed. The patient was instructed to call the facility for further help. The event occurred while in use with a patient at the patient's home. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1-reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.